Manufacturer narrative:
Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device primed properly. No unexpected rewind anomalies noted. No unexpected audio/vibrate alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that low battery and low reservoir alarms were not notified by insulin pump. Customer reported that the rewind was slower, also priming was slower. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.